Event description:
It was reported that a pump experienced an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer had previously encountered this issue with the same pump serial number. Despite following precautions, the alarm still occurred, prompting technical support to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and received instructions on how to return the problematic pump. They were informed about the need to program their settings into the replacement pump and connect their continuous glucose monitor. The replacement pump, featuring updated software, was sent without the requirement for a delivery signature.